Event description:
The complainant reported a 65 year old female patient presenting for high risk percutaneous coronary intervention for impella support. After insertion and initiation of the device, bleeding was noted at the insertion site. The patient was taken to the operating room in order for the physician to clean the site and tighten sutures, however, the bleed persisted. The pump was removed and blood products were required.

Manufacturer narrative:
The impella device was discarded by the customer and therefore, investigation of device was not possible. Should any new information be returned, a supplemental MDR will be filed. As noted in the impella IFU: ¿assess access site for bleeding and hematoma.¿

Manufacturer narrative:
The investigation into the access site bleeding has been completed since the original report was filed. The medical center did not return the impella device. No benchtop analysis was possible; only the clinical report was evaluated. Based on the clinical information provided, the root cause of the access site bleeding was patient condition related since best practices were followed and bleeding continued.